Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot (B)(4) and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis. Patient had cardiac tamponade. Drainage was performed. Since blood could not be drawn any more, thoracotomy was not performed. The physician's opinion on the relationship between the event and the product is that when the transseptal puncture was performed. There was a high possibility that the second sheath (other manufacturer¿s product) had advanced to the epicardium. No abnormalities were observed prior to or during use of the product. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. No error messages observed on biosense webster equipment during the procedure.